Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 90% stenosed and severely calcified lesion was located in the severely tortuous middle of left anterior descending artery. A 3.00x20mm promus element drug-eluting stent was used to cross the lesion, but no cross occurred. When the physician removed the device, they noticed that a part of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 90% stenosed and severely calcified lesion was located in the severely tortuous middle of left anterior descending artery. A 3.00x20mm promus element drug-eluting stent was used to cross the lesion, but no cross occurred. When the physician removed the device, they noticed that a part of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was received for analysis. A visual and microscopic examination of the device noted proximal stent damage. Struts at the proximal edge of the stent were bunched and misaligned. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.  The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).